Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for two pts. The initial elevated results were reported outside the laboratory. The customer re-ran the samples and the results were within the normal reference range. The corrected results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. Fse ran high sensitivity foam/no foam procedure and the hs foam failed. The fse checked the alignments on the analytical module; verified ultrasonics. The fse noted that deflection of aspirate probe #1 was incorrect which can cause elevated results. The dxi hardware specialist adjusted the eject plate to allow proper alignment of the aspirate probe #1. Hardware is the root cause for this event. This is one of two separate MDR reports related to two pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-02203, 02204 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.